Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Most of the fracture surfaces of the plate were predominately brittle. Some of the surfaces were partly burnished likely from rubbing against one another prior to being removed from the patient. The fracture surfaces that were available for examination imply a cleavage fracture consistent with static overload. No material or manufacturing defects were observed.

Manufacturer narrative:
Patient was revised due to broken plate. X-ray films were made available to manufacturer for review. Manufacturing records were reviewed and there is nothing conclusive to contribute to the event. Parts are in transit to manufacturer and not evaluated yet. Follow-up report will be filed by manufacturer once parts testing and further evaluation is complete.

Event description:
Pyrenees plate broke 4-6 months post-op. Patient was revised.